Event description:
It was reported that the device was exceeding 45 degrees celsius in under fifteen (15) minutes during preventive maintenance. There was no patient involvement.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
The device was not returned for analysis. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.

Manufacturer narrative:
D9: device received on 6/4/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was duplicated, and the cause of the issue was found to be a defective printed circuit board assembly (pcba). The pcba was replaced to fix the issue.